Event description:
New information reported stated that on (B)(6) 2018 the lead was successfully explanted and replaced. The patient was in stable condition before, during and post surgery. The lead was discarded by the hospital.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that at a post-operation routine follow-up, the left ventricular lead exhibited a loss of capture in all vectors. A chest x-ray was performed which revealed the lead had dislodged. The pacemaker-dependent patient remained in stable condition and was doing well. The patient would be followed-up in a month and be assessed for a revision procedure.